Manufacturer narrative:
(B)(4). A review of the lot history record for the reported lot revealed no non-conformances, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. As the complete device was not returned, the analysis of the returned body part could not confirm the reported device issue. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after cauterizing a tumor with a coil device due to internal bleeding. Reportedly, after connecting the clip applier to the exchange sheath and deploying the vessel closure wings, during advancement of the thumb advancer, the sheath disconnected from the clip applier. The sheath retracted from the vessel. The sheath and clip applier were removed from the anatomy. Manual arterial compression was applied to achieve hemostasis. The physician stated that he felt no special resistance while pushing the thumb advancer. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence (reported as occurring in (B)(6) 2011). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.